Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had battery maintenance message. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) stated it is the user who carries out battery maintenance. Each battery takes around 22 hours. If the batteries fail the maintenance cycle, then the customer will need to order 2 new batteries.